Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a leak at the diluent filter. The fsr replaced the diluent filter and determined it was the likely cause of the issue. A review of tracking and trending of the filter and the instrument did not identify any trends for cell-dyn ruby instrument, or the likely cause part with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby for serial number 71407bg was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated platelet results generated on the cell-dyn ruby instrument for multiple patients. The samples were repeated, and platelet results were normal after a few repeats. The customer provided an example of one sample. The customer¿s upper normal range is 400 10e3/ul. Unit of measure is 10e3/ul. Patient 1: platelet run 1 = 1000. Patient 1: platelet run 2 = 2000. Patient 1: platelet run 3 = 800. Patient 1: platelet run 4 = normal (no specific data provided) no impact to patient management was reported.